Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump and catheter were "non-functioning". The pump contained morphine 10 mg/ml. A rotor study was performed, the result was "unable to aspirate from sideport." A dye study was performed, the result was "normal". The pump and catheter were explanted and replaced. The pt recovered without sequela.